Event description:
Healthcare professional reported right side rupture, "turbid fluid collection", "breast pain", and "chronic inflammation with - fibrosis." Device has been explanted and replaced. Capsulectomy was performed. Device was implanted after the expiration date of the device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "turbid fluid collection".

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening device assessed as fold flaw opening. Inflammation/irritation: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Use error: observed per reported implant date as per the investigation procedure creases, wear abrasion and non penetrating nicks were was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture, "turbid fluid collection", "breast pain", and "chronic inflammation with - fibrosis." Device has been explanted and replaced. Capsulectomy was performed. Device was implanted after the expiration date of the device.